Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure devices (vcd) was not loaded in the device. There was no reported patient injury. The user shuttled down completely. The sales representative opened a device and it performed per the instructions for use (IFU). The deployer was mynx certified. Other procedural details were requested but were not provided. The used device and one opened device, along with thirty-three sterile devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure devices (vcd) was not loaded in the device. There was no reported patient injury. The user shuttled down completely. The sales representative opened a device and it performed per the instructions for use (IFU). The deployer was mynx certified. Other procedural details were requested but were not provided. The used device and one opened device, along with thirty-three sterile devices will be returned for evaluation. A total of 35 mynxgrip vascular closure devices (6f/7f) were returned for investigation: the used device, one opened device, along with thirty-three sterile devices. The thirty-three sterile units were received in their original sealed pouch bags, while two non-sterile devices were received inside a single plastic bag and labeled as unit ¿a¿ and unit ¿b.¿ in accordance with procedure, sampling was required for the sterile units, and the resulting sample size was three units. Visual inspection of the three sterile units showed the shuttles engaged with the black handles, the stopcocks open, cordis mynx syringes detached, and the sealants and advancer tubes were in their manufactured positions. A catheter sheath introducer (csi) was not included. No additional anomalies were observed. Unit a (non-sterile) presented with the shuttle disengaged, stopcock open, a cordis mynx syringe attached, no csi returned, exposed sealant on the catheter shaft, and the advancer tube in its manufactured position. No additional anomalies were noted. Unit b (non-sterile) presented with the shuttle engaged, stopcock open, a cordis mynx syringe detached, no csi returned, and both the sealant and advancer tube not returned. No other anomalies were observed. For the three sterile units, a functional deployment simulation was performed, and the sealant deployed with the advancer tube advancing correctly, with no anomalies observed. For unit a, the deployment simulation could not be performed per the IFU because the sealant was exposed. However, after the sealant was manually removed, a shuttle displacement test was performed. The shuttle cartridge advanced and retracted to the black handle without issue, and the advancer tube engaged and deployed correctly. No anomalies were observed. For unit b, a deployment simulation could not be performed per the IFU because the sealant and advancer tube were not returned. However, a shuttle displacement test was performed, and the shuttle cartridge advanced and retracted to the black handle without issue. No anomalies were observed. The reported event of ¿advancer tube-missing advancer tube¿ was not observed through analysis of the returned devices since the advancer tubes were found on the catheter of unit a and the sterile products sample. However, the event could not be observed through analysis of unit b since the sealant was also not included with the device that was missing the advancer tube, indicating it may have been deployed off the catheter. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned devices. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to the issue experienced since the devices were either received with the advancer tube present on the catheter or in a completely deployed condition. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.